Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the complaint states: ¿the primary surgery was performed on (B)(6) 2020 via tka for the patient¿s right knee joint with striker¿s implants. It was reported that during the surgery, the surgeon could not use the cement because the connecting point of the tube for to connect the foot pump had broken. The surgeon used another unknown cement. There was no harm to the patient. No further information is available. The complaint description implies that the carbon filter (¿the connecting point of the tube for to connect the foot pump¿) was broken during use. The carbon filter is a component part of product code 3172080. No physical sample or photographs have been supplied to support the complaint description. The complaint description cannot be confirmed and there is insufficient information to determine root cause. Dva-104409-fde rev 10 was reviewed, and this potential failure is included on lines 360-363 (B)(4). In each case, the risk is considered ¿as low as possible¿ and cannot be further mitigated. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary the number of complaints received for this failure mode will continue to be monitored and product updates/ recommendations will be implemented at the post market surveillance review dependent upon occurrence ratings. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as required. Device history lot : this device is a component part of the vmp endurance system and not a product in its own right.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The primary surgery was performed on (B)(6) 2020 via tka for the patient¿s right knee joint with striker¿s implants. It was reported that during the surgery, the surgeon could not use the cement because the connecting point of the tube for to connect the foot pump had broken. The surgeon used another unknown cement. There was no harm to the patient. No further information is available.